Event description:
It was reported that on (B)(6) 2011, the patient presented with gait disturbance, scoliosis, spondylolisthesis l2-3 and l3-4, spinal radiculopathy, neurogenic claudication, hnp, osteopenia, and ddd l2-s1. The patient underwent alif l2-l5 using peek cages, rhbmp-2/acs, and local bone. Then the patient underwent the second stage of the procedure consisting of tlif l5-s1, and posterior fusion l2-s1 using local cancellous bone, peek cage, pedicle screw instrumentation, and rhbmp-2/acs. There were no noted complications. On (B)(6) 2013, the patient presented with non-union l4-5 and l5-s1, painful hardware, loose bilateral s1 screws, loose left l5 screw, gait disturbance, scoliosis, and ddd. The patient underwent a tlif and posterolateral fusion l4-s1 using rhbmp-2/acs. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
On (B)(6) 2011, patient underwent following procedure: 1. Intraoperative biplane fluoroscopy. 2. Local harvesting cancellous autologous bone. 3. Anterior interbody lumbar fusion at l2-3, l3-4, l4-5. 4. Cage instrumentation at l2-3, l3-4, l4-5. 5. Local harvesting cancellous autologous bone; for pre-op diagnosis of: 1. Degenerative disc disease, l2-l3, l3-l4, l4-l5, and l5-s1. 2. Degenerative joint disease, l2-l3, l3-l4, l4-l5, l5-s1. 3. Spinal stenosis, l2-s1. 4. Spinal curve, lumbar spine. 5. Gait disturbance. 6. Lumbar spine neurogenicclaudication, 7. Lumbar radiculopathy. 8. Osteopenia lumbar spine. 9. Foraminal stenosis lumbar spine. 10. Spondylolisthesis l2-3, l3-4. Per-op notes: ".. Lntraoperative biplane fluoroscopy identified first l4-l5, l3-l4, and then l2-l3 disc space segments. A peek implant measuring 50 millimeters x 12 millimeters and filled with the patient's own locally harvested cancellous bone and bone morphogenic protein was placed in the intradiscal space at l4-l5 and then with the same procedure being performed in sequence at l3-l4 and l2-l3 having been achieved. Same implant, same technique. The patient was placed in supine position and stabilized." On (B)(6) 2011, patient underwent following procedure: 1. Lntraoperative biplane fluoroscopy. 2. Local harvesting cancellous autologous bone . 3. Pedicle instrumentation, l2, l3, l4, l5 and s1 bilateral. 4. Lntertransverse process posterior fusion, l2, l3, l4, l5, s1. 5. Cage instrumentation, l5-s1. 6. Right transforaminal posterior interbody fusion, l5-s1; for pre-op diagnosis of: 1. Status post anterior interbody fusion l2-l3, l3-l4, l4-l5. 2. Status post operative cage instrumentation l2-l3, l3-l4, l4-l5. 3 gait disturbance. 4. Spinal curve. 5. Scoliosis. 6. Spondylolisthesis. 7. Spinal radiculopathy. 8. Neurogenic claudication. 9. Nucleus pulposus. 10. Osteopenia. Per-op notes: "..using biplane fluoroscopic control, an incision was made over the right l2, l3, l4, l5 and s1 pedicle on the right and on the left over l2, l3, l4, and l5 and s1 pedicle the skin and subcutaneous tissue. Decortication of the endplates at l5-s1 was accomplished and then bone morphogenic protein cancellous locally harvested bone was placed in the intradiscal space at l5-s1, followed by a implant filled with the patient's own locally harvested cancellous bone only and placed intradiscal space at l5-s1. Once this was accomplished and there was no debris on the neural elements, we then placed cellulose impregnated with thrombin and decadron over the exposed neural tissue at the l5-s1 level. Then operative cannulas were inserted to gain access to the transverse process on the left at l2, l3, l4, l5 and s1 with decortication onlay bone graft and bone morphogenic protein for intertransverse process posterolateral fusion from l2-l3, l3-l4, l4-l5 and l5-s1 on the left side. The patient was placed in supine position, extubated, and returned to the recovery room and awakened from anesthetic."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.